Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc], and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional two altis devices referenced in b5 are captured under separate reports.

Event description:
According to the available information, the physician placed the first sling and when tensioning, the anchor ripped off the sling. The physician tried a second sling, and the same thing occurred. The physician tried a third and felt like the sling couldn't get the tension the physician wanted but left it there. The sling felt a little too loose. The patient received the altis sling and left two extra anchors in place but removed other mesh.